Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure from c7 to t9. The surgery was completed without any issues or adverse consequences to the patient. On a unknown date in (B)(6) 2024 it was discovered the surgical site had developed an infection (complaint (B)(4)). During post operative follow up it was also discovered the lock screw at left c7 and left t1 were dislodged. On (B)(6) 2024 a revision surgery occurred where the dislodged screws were explanted and replaced and the incision site was cleansed. The revision was completed with no further issue.

Manufacturer narrative:
No device was returned and no radiographs could be provided confirming the alleged event. The patients post op activity levels and whether or not the experienced a fall or other accident could not be confirmed. It is unknown whether the surgeon hand tightened the initial construct or if a limiting torque handle was utilized as no torque information was provided. Based on the lack of information a root cause could not be determined but review of similar previously reported events suggests insufficient final torque (90in lbs) and or rod reduction and normalization difficulties as the likely cause or contributor to the event. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "warnings, cautions and precautions - the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw." "Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings -during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Manufacturer narrative:
The device was received by nuvasive japan, and the complaint was confirmed as a use error and lack of final torque applied. Examination of the two returned lock screws and rods revealed no contact markings on the inferior side of the lock screw surface or the rods indicating final lock down to 90-inch pounds was never completed, with no marking at all suggest a possible missed step as the root cause and considered an inadvertent procedural error. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Label review: "potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct...care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9401879-en p-12/2018. New and updated information can be found in sections: b4, d9, g3, g6, h2, h3, h6, and h10.

Event description:
New or updated information listed on section h10.